Event description:
According to the customer, an incident occurred resulting in a burn to a pt due to an equipment malfunction. The equipment was checked prior to use by the operator and deemed to function properly, but subsequently malfunctioned during the procedure. The generator was returned to the valleylab service dept after the incident occurred.